Manufacturer narrative:
This complaint has been evaluated by the complaint handling team and does not meet the definition of a reportable event. The reported event (bacteremia due to dental work) was not due to the implant procedure, device or therapy; therefore this complaint is considered to be a non-reportable event per (B)(4) - regulatory reporting procedure. No additional information will be forthcoming.

Manufacturer narrative:
With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient was admitted to the hospital on (B)(6) 2016 for fever which started on (B)(6) 2016 following a root canal on (B)(6) for which he was taking clindamycin which he completed on (B)(6) 2016. Patient was discharged from the hospital on (B)(6) 2016 with daily ceftriaxone intravenous (IV) infusions (recommended for 6 weeks). It was stated that the event is not resolved as patient continues on IV antibiotic therapy. No additional information available.